Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare two series plaque control power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth and swallowing some. No medical attention sought.